Manufacturer narrative:
Covidien reference number (B)(4). The coviedien customer support engineer (cse) inspected the device and did not find error codes relevant to the malfunction in the memory log. The cse was not able to duplicate the malfunction. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.